Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 09/21/2016, belt 03/09/2021.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. It was reported that hospital staff performed resuscitation efforts. Review of the download data indicates the patient received two appropriate treatments during vf and 2 non-lifevest defibrillations. The patient was in sinus rhythm at 80 bpm with pvc's at 14:19:34. The patient's rhythm transitioned to vt at 120 bpm with motion artifact at approximately 14:22:50. The patient was in vt at 120 to 190 bpm with motion artifact until degrading to vf with motion artifact at approximately 14:37:22. Motion artifact and the patient's rhythm varying at or below the physician prescribed rate threshold of 150 bpm prevented the lifevest from detecting the arrhythmia until 14:37:24. The patient received the first appropriate treatment at 14:38:00. The patient's rhythm at the time of treatment and post-shock rhythm were vf. The patient received the second appropriate treatment at 14:38:29. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was vf with CPR/motion artifact. The patient's rhythm was obscured by CPR/motion artifact at 14:38:44 until approximately 14:43:29. The patient received the first non-lifevest defibrillation at 14:43:33. The patient's rhythm at the time of treatment was vf with CPR/motion artifact. The patient's post-shock rhythm was obscured by CPR/motion artifact. The patient was in vf with CPR/motion artifact until receiving the second non-lifevest defibrillation at 14:46:58. The patient's rhythm at the time of treatment was vf with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 30 bpm with CPR/motion artifact. The patient's rhythm transitioned to vt at 150 to 170 bpm at approximately 14:48:29 before degrading to vf with motion artifact at approximately 14:51:23. The patient was in vf with CPR/motion artifact until 14:55:25. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia from 14:43:04 until 14:55:25. CPR/motion artifact obscured the patient's rhythm from 14:55:25 until the electrode belt disconnection at 14:59:13.